Event description:
It was reported that a primary audible alarm error was experienced, not latched. No patient involvement. No injury.

Manufacturer narrative:
The pump was not returned for an evaluation.